Manufacturer narrative:
Upon further investigation, the issue occurred during routine testing and not found during clinical use and is not likely to cause or contribute to a death or serious inquiry. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.